Event description:
It was reported that the customer's insulin pump was cracked. The customer's blood glucose was unknown. The customer stated that the location of the damage was at the left hand corner of the display screen where the screen met the casing of the insulin pump. The customer stated that the crack went to where the infusion set would connect. The customer further stated that each corner of the screen had a tiny crack. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, broken belt clip slot and a cracked reservoir tube lip.